Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d4, d9, g1, g3, g6, h1, h2, h4, and h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10. Medical product. Psn const tasp bottom l ef +0. Item # 42517600505, lot# unknown. H3. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor pad fractured. There is no additional information available.